Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, date was received and downloaded on 03/10/2015. A review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal. A definitive root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. Dexcom technical support had the patient perform a paperclip reset and it was successful. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).